Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("each device was perforating the tubal myometrium") in an adult female patient who had essure (batch no. C81773-not valid) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure devices tubal occlusion, bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Lot number reported (c81773) is not valid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('each device was perforating the tubal myometrium') in a female patient who had essure (batch no. C81773) inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure devices tubal occlusion, bilateral). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.